Manufacturer narrative:
The investigation concluded that the cause of the event was due to the hardware. In order to resolve the issue, the cca (couch control assembly) was replaced. No harm was caused to the patient. The risk was determined to be acceptable.

Manufacturer narrative:
Customer alleged the couch rose up without cck (couch control keypad) and pcp (positioning control panel) control and no error recorded in rds (radiation delivery system)-log. There are no known injuries.

Event description:
Couch fault, cck (couch control keypad) could not stop couch movement.

Manufacturer narrative:
UDI related data quality updates only. Previously reported UDI was found to be incorrect due to a copy and paste issue in service record. The corrected UDI has been added to field d4 of this report.